Event description:
Boston scientific has become aware of the following event: after implanting a micro driver 2.25-14 (coronary stent system) at the dissection lesion, the physician tried to post intravascular ultrasound (ivus), but the imaging catheter became stuck on the stent. The lesion being treated was located in the left circumflex artery (lcx) distal, 90% stenosed without calcification in extremely tortous anatomy. The physician attempted to remove the imaging catheter by crossing to the distal end of the lesion and pulling with a turning motion without success. During the procedure, the guidewire came out of the body; therefore, the physician removed the imaging core of the imaging catheter and miracle 12g guidewire was crossed to the catheter lumen. Again, the physician attempted to retrieve the ivus catheter, but it could not be pulled. The pt then complained of chest pain; the pt has a history of ischemic heart disease. The physician crossed the guidewire, inflated the balloon catheter and re-dilated the stent. At this point, the ivus was unable to be removed because the micro driver 2.25-14 was not completely dilated. The pt's chest pain was relieved and her condition was reported to be "good".